Event description:
Informed on 2/7/96 of event. Trocar failed to retract during laparoscopic appendectomy and caused laceration of artery, 1000 ebl. Pt did recover with slight extended length of stay. Had to perform exploratory laparotomy after perforation.